Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead serial number (B)(4) was an attempted implant due to oversensing, placement difficulty, low amplitude measurements and helix extension issues. During the procedure, this ra lead was repositioned due to experiencing tortuosity of the superior vena cava and exhibiting small intrinsic amplitude. Eventually the helix would no longer deploy while in-situ. The lead was removed from the patient and the helix mechanism was able to be deployed on the table. This ra lead was then replaced and the same issues occurred with the second ra lead serial number (B)(4). The second ra lead was then removed. Subsequently, a longer sheath was used with the third ra lead and the lead was successfully implanted with stable measurements. No adverse patient effects were reported. This lead serial number (B)(4) will not return for analysis, the location of this device is not known.